Event description:
Upon receipt of the device, the user reported, the back light of the central control monitor display failed to illuminate. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.